Event description:
Procedure performed: lap chole event description: complaint 1 of 2: (B)(4) complaint 2 of 2: (B)(4). While trying to load clips, the device would take multiple tries for a clip to load and come out. Two devices from the same lot had the same issue during the procedure. The surgeon decided not to use our device and finished the surgery with another device. No patient injury. Additional information provided by (B)(6) on 19mar2024 via email: this reply is for both cers. Case was yesterday. No devices are being returned. Their reposable clip applier was used to finish the case. An 11mm trocar replaced the original 5mm for their reposable. No patient injury. Dr. (B)(6) is very familiar with the use of our clip applier. This is the first incident he¿s had. The handle had to be squeezed multiple times to get the clip to advance. When this happened he wasn¿t comfortable using it on the duct. Patient status: no patient injury. Intervention: their reposable clip applier was used to finish the case.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: lap chole. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). While trying to load clips, the device would take multiple tries for a clip to load and come out. Two devices from the same lot had the same issue during the procedure. The surgeon decided not to use our device and finished the surgery with another device. No patient injury. Additional information provided by [name] on 19mar2024 via email: this reply is for both cers. Case was yesterday. No devices are being returned. Their reposable clip applier was used to finish the case. An 11mm trocar replaced the original 5mm for their reposable. No patient injury. Dr. [Name] is very familiar with the use of our clip applier. This is the first incident he¿s had. The handle had to be squeezed multiple times to get the clip to advance. When this happened he wasn¿t comfortable using it on the duct. Patient status: no patient injury. Intervention: their reposable clip applier was used to finish the case.